Event description:
It was reported that there was a shocking or jolting sensation. It was noted that the symptoms had occurred following a fall. The patient was feeling the shocking and the shocking pain would wake her up out of a dead sleep. It was noted that the shocking was killing her and was a rude awakening. It was further noted that the shocking had started 2 months prior to this report. It was noted that patient left her device on 24/7 and never turned it off. If the patient sat on her bed and lifted her legs, the device shocked her. It was noted that if the patient crawled into bed it helped a little bit. Patient charged every 3 days and it was almost empty. The patient charged to full and still was feeling shocking in the middle of the night. The patient had fallen back in (B)(6) 2013. The patient lost her balance and fell right on her battery pack. The patient had fractured her arm and had bruising over the implant site. The implant was not checked after the fall. The patient had changed her program about 6 months prior to this report and had not changed the amplitude. It was noted that some days, the pulsating felt stronger since her fall in (B)(6) 2013. Additional information received, reported that there was no reprogramming; the patient was reporting positional postural changes. No malfunction was found. The patient was educated on positional changes and increases/decreases with stimulation. The patient was doing well.

Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).